Manufacturer narrative:
Conclusion: the determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Root cause: the failure of c56 prevented the power supply from operating on ac power.

Event description:
The customer reported when the ventilator is plugged into ac power, the ventilator shuts down. The customer reported there was no patient involvement.